Event description:
A cardioversion was attempted for atrial fibrillation using a zoll m series defibrillator. In the first attempt, the device was set for 150 joules. The device recorded the impedance at 89 and delivered 197.7 joules. During the second attempt, the device was set at 200 joules, recorded an impedance of 86 and delivered 250 joules. Both attempts were unsuccessful and did not achieve rhythm conversion. A different manufacturer's 360 joule biphasic defibrillator was used to achieve cardioversion with one shock at 360j. The 200 joule device appears inadequate to cardiovert for some patients (6'2" and 206 lbs). Manufacturer response (as per reporter) for biphasic defibrillator, zoll m series defibrillatorthey are investigating two issues. First, that the device did not achieve the desired effect and second, the current that was actually delivered in this case is beyond what biomed expected when testing the device. The manufacturer cannot seem to duplicate the problem.